Manufacturer narrative:
A service and repair evaluation were performed. The investigation of the complaint articles has shown that: the customer reported the handle had a chip in it. The repair technician reported the handle of the driver was broken. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned device was examined and the complaint condition was confirmed as the device was received with the handle cracked at the cross pin and a wedge-shaped piece of the handle missing. A review of the handle failures for the handle with quick coupling, small was conducted for the time following a material change. During the investigation, it was determined that the press fit between the handle bore, the coupling shaft, and the dowel pin hole were too tight. This likely led to internal stresses and material failures. The hole bore¿s dimensions were loosened in the latest drawing revisions in an attempt to review. Effectiveness monitoring is ongoing. A visual inspection, service evaluation, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The handle with quick coupling, small is a common instrument noted in 45 system technique guides, including: compact distal radius, compact forefoot reconstruction screw, and 2.4mm cannulated screws. In each system, the driver is utilized with an accompanying screwdriver shaft for screw insertion. The relevant drawings for the returned instrument were reviewed (present revision): top-level and handle. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. It was originally reported that a review of the device history records could not be completed without a valid lot number. It is important to note that a service history review could not be conducted either without a valid lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. A device history record review will be requested if the lot number of the device is identified. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction internal fixation (orif) for mid shaft humerus fracture, during screw implantation the quick coupling handle chipped off and fragment hit the floor. No reported fragments were left in the patient. Procedure was successfully completed with another device and no surgical delays were reported. Patient/status outcome was reported as stable. Concomitant device: unknown screw, part#unknown, lot#unknown, quantity (1). This complaint involves one part.